Manufacturer narrative:
The manufacturer previously reported a failure of the power cord. The power cord was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power cord failing was due to an open condition when the power cord was manipulated or stressed.

Event description:
The manufacturer received information alleging an issue with the device's power cord. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power cord was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.